Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. The perimeter of the native valve was 76.6mm and left ventricular outflow tract (lvot) was 20.1mm. During procedure, the right femoral access in patient with severe peripheral vascular disease and percutaneous transluminal peripheral angioplasty (pta) of an iliac. There was extremely difficult to advance the delivery system through the non-abbott introducer, very difficult to navigate the flexnav trough the tortuous aorta and to pass the aortic arch and valve. The patient developed a total atrioventricular (av) with evolution to a ventricular fibrillation (vfibrillation). A temporary pacemaker was inserted. There was no pericardial effusion or aortic (ao) dissection were noted by transesophageal echocardiography (tee). After pre-dilatation a massive aortic insufficiency (ai) was noted. After 45 minutes of reanimation the patient was reported passed away. The valve was not implanted. The physician mentioned the cause of death was procedure and comorbidities.

Manufacturer narrative:
The device was not returned for analysis. Information from the field indicated that there was extremely difficult to advance the delivery system through the non-abbott introducer, very difficult to navigate the flexnav trough the tortuous aorta and to pass the aortic arch and valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on all available information, the reported difficult advancement and insertion difficulties into the patient appear to be related to challenging patient anatomy (tortuous anatomy). There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From medical review: "the cause of death therefore does not appear to be related to the navitor valve but is a procedural complication related to rhythm change in a multimorbid patient. If additional imaging becomes available an amended medical review will be provided."

Event description:
N/a.